Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.g998usqsghyf2 hardware: sm-g998u cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose level rose to greater than 250 mg/dl, while wearing the pod. The adhesive separated from the abdomen causing the cannula to dislodge. There were no reported symptoms or time duration of pod use. The patient was treated with fluids and intravenous (IV) drip with unknown contents. The patient was released after 24 hours. The pod was removed and discarded at the hospital and a new pod was applied at the hospital.